Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that the ok/enter button was under responsive and there was damage to the keypad. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings:.during investigation, the pump was returned with keypad without rubber cover. Down, up keys are working, contrast, ok keys are not working. Removed the plastic, and there was no evidence of contamination under key contacts. Ok button has contact defect ¿contact inverted..there was a damaged keypad flex - trace to contrast key is broken. Unable to test bolus button due keypad is not working. Bolus button is intact. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.